Event description:
Event description guidant received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD). During the previous interrogation three months prior, the device demonstrated a normal monitoring voltage of 3.24 volts, as well as a normal charge time of 10.2 seconds. It was confirmed that the patient had not been exposed to radiation or MRI. Technical services (ts) recommended immediate replacement as therapy availalability could not be confirmed. Ts answered questions regarding the step by step process of removing the leads from the device during the procedure. There have been no patient symptoms associated with the clinical observation.